Manufacturer narrative:
Patient¿s height is reported as 5 feet. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopedic procedure on (B)(6) 2018, the buttress nut would not disengage from the trochanteric fixation nail-advance (tfna) aiming arm connection properly due to apparent fatty or muscle soft tissue impingement from the patient incision site. The surgeon had to forcibly extract the buttress nut and guide sleeve, using a mallet, from the tfna aiming arm after releasing the clip, causing damage to the threads of both the buttress nut and guide sleeve. Surgical delay and procedure outcome were not reported. There was no patient consequence. Concomitant devices reported: unknown tfna aiming arm (part #: unknown, lot #: unknown, quantity: 1), unknown mallet (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) buttress/compression nut. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 03.037.016, lot: l236555: manufacturing site: haegendorf, release to warehouse date: 23. Feb. 2017: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the buttress/compression nut and blade/screw guide sleeve were returned stuck together. Both devices show signs of impact and deformation as stated in the complaint description (on both the threads and the balance of the devices) . The received condition agrees with the reported condition. Functional test: the nut is unable to be removed from the sleeve due to the deformation of the threads on the sleeve. The complaint was replicated. Drawing/specification review: the relevant drawings were reviewed during investigation dimensional inspection: dimensional inspection will not be performed. There is no indication that dimensional issues contributed to the complaint, as devices were damaged while the surgeon forcibly removed them from the patient. No definitive root cause was able to be determined. The reported complaint indicates that the devices became stuck due to the patient/surgical condition and further damage was caused while trying to remove them. There is no indication that a design or manufacturing issue contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.